Event description:
Ultrasound guided thoracentesis performed when the needle entered the pleural space, there was no return of pleural fluid and no noticable click from deployment of safety tip. Upon slow withdrawal of needle, there was release of the safety tip and pleural fluid returned. It was noted that the needle for the safe-t-centesis in larger in caliber and more blunt than another device used. This creates higher risk of pinning the tissue together and possible displacement of the pleural fluid. This pt required an emergent splenectomy. This particular brand device has been deemed more high risk.